Manufacturer narrative:
Reported event: it was reported that offset impactor is broken as impactor shell would not come off. The device broke during impaction. Device evaluation and results: product inspection could not be performed as the product was not available for evaluation. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 05/14/2016 with no reported discrepancies. Complaint history review: a review of complaints related to p/n 209830, l/n 32952 show 02 additional complaint related to the failure in this investigation. The pr's is (B)(4). Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Offset impactor is broken as impactor shell would not come off. Per the mps, the device broke during the case. Case type: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Offset impactor is broken as impactor shell would not come off. Per the mps, the device broke during the case. Case type: tha.